Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient sustained several shocks from the implantable cardioverter defibrillator (ICD) after programming their bluetooth headphones close to their face. The patient indicated that the shocks abruptly pushed them against their bed at home. The patient presented to the emergency room and programming changes were done. The cause of the shocks was unknown however, the physician indicated that the shocks were not due to patient condition as all the patient's enzymes were within normal limits. The ICD remains in use. No further patient complications have been reported as a result of this event.